Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead product ID 37752 lot# serial# (B)(4).

Event description:
It was initially reported that the patient¿s stimulation was stronger in one leg and was ¿turned off¿ on the other.¿ it was noted that the patient was in pain and needed the stimulation to cover the appropriate areas. Almost three weeks later, it was reported that an impedance check was run and everything was within range. There was no known cause of the issue and everything was working properly when the device was interrogated. It was stated that the patient was doing well and receiving effective therapy. Two months later, it was reported that the patient¿s stimulation changed the second week of (B)(6). The patient was not feeling stimulation in her left leg and back and all the stimulation was now in her right leg and upper back "for at least 20 to 30 minutes". The patient could not recall "what she was seeing" on the patient programmer or the recharger when that happened. However, when stimulation changed, the patient was ¿standing in the kitchen and cooking¿. The patient had reportedly been following her ¿out of box procedure¿ and had not had any issue. Nothing unusual happened with the recharger or programmer either. The patient went to the emergency room (ER) due to the changes in stimulation. The patient was later admitted in the hospital. The patient¿s device was ¿reset¿ by a manufacturer¿s representative afterwards.

Manufacturer narrative:
(B)(4).